Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon and a yellow collecting wave. Subsequently, troubleshooting efforts were performed and a successful upload was received. The patient was referred to contact their clinic regarding the red call doctor icon. The alert was due to high out of range impedance measurements for the right ventricular (rv) lead, with the increase been gradual. This device remains in service. No adverse patient effects were reported.